Event description:
It was reported that, during the patient's trial procedure, a wet tap occurred. Due to severe spinal stenosis, the dr decided to perform the procedure using a paddle lead instead of the percutaneous lead. After the procedure the patient was restricted to bed rest for 48 hours. And, no adverse signs or symptoms were observed, post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.